Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a vats/esophagectomy/gastric tube the sulu did not work. All indicators were normal at that time. New one was opened to correct the problem. Gender: male. Age and weight: not available. Last patient's status: good. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.